Event description:
It was reported by repair work order that the head right caster assembly broke off of the base support. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.